Event description:
The end user reported erosion to the left of his stoma. It is about a half an inch in diameter at the 3 o'clock position that weeps, which is developed about a year ago. He stated that he also has a fistula adjacent to area of erosion that drains. He saw a physician several months ago who prescribed betamethasone cream, which he continues to use. He also seen an ostomy nurse who had changed his skin barrier and applied an alternate product to cover the ulcerated site. The skin barrier did not stay in place and the area has not improved. He has not had a f/u appointment with the doctor or the ostomy nurse.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional info become available a f/u report will be submitted. (B)(6). (B)(4).